Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital due to high blood glucose levels and vision problems. Troubleshooting was performed, and found that the customer had not primed insulin through the line correctly and wasn't receiving his basal rates. The mother also reported a blank display. Troubleshooting was performed, and the display returned. Nothing further was reported.